Event description:
It was reported that during a follow-up, it was noted that the device had exhibited myopotential over-sensing. The over-sensing was reproduced with isometric contractions. Programming changes were made. There were no adverse health consequences, the patient was stable.